Manufacturer narrative:
Method: device history review and visual inspection. Results: review of the manufacturing records did not reveal any relevant manufacturing issues. Visual inspection indicated screw was fractured. The fracture surface exhibited an appearance of fatigue loading based on the beach marks on the fracture surface. Conclusion: the patient was believed to have a non-union, so the root cause is non-union as stated in the surgical technique that internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing does not occur, the implant will be subject to excessive and repeated stresses which can eventually cause fatigue fracture.

Event description:
It was reported revision procedure for two broken xia3 screws in s1.

Event description:
It was reported revision procedure for two broken xia3 screws in s1.